Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for barrel separation with the incident lot was not observed. Additionally, testing of the customer samples was performed and barrel separation was observed not. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for barrel separation with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
The defects foreign matter and label content missing were identified and confirmed with the returned unit. The fm on the package was identified as the ink used for the print on the package label. The package top web (label) was mis-aligned. The correct position of the colored strip on the package label is along the top edge of the package. To fix the alignment issues when the guards are off, the machine will run nor print. The missing print from the package label is was from the machine operator has to wait seven cycles and remove all defective parts from the multivac. The product associated with this incident report was not removed due to human error. The units shown for this incident were packaged during this process and the operator failed to reject them. The top web can become misaligned on the unit package when the top web splice is out of alignment or if the top web breaks at the printer. Furthermore, if the top web breaks at the printer, there will be units that do not contain print once the web is spliced. Operators are required to follow top web splices through the process to ensure the spliced units are rejected by the machine. Additionally in that scenario, they are supposed to ensure that any other print or top web discrepancies are rejected from the machine.

Manufacturer narrative:
Date of event: unknown. Medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced tube push off on the non-patient end. The following information was provided by the initial reporter: material no: 367364, batch no: 8298831. It was reported the needle came apart when the pbbcs button was pressed, the barrel shot downwards to the ground. Was using a butterfly needle on a patient and when push button was pushed, the needle came apart. Phlebotomist was still holding on to the wing set on patient's arm and the spring was attached, however the hosing, barrel had shot downwards to the ground.